Manufacturer narrative:
A report was received indicating that syringes arrived with unsealed packaging. To support the investigation, eleven samples in blister packaging and three photographs were submitted for evaluation by the quality team. A visual inspection confirmed that one side of the blister packaging was open, and the top web was undersized by approximately 3/8 inch. The provided photographs accurately depict the condition of the received samples. No additional defects or irregularities were observed. This issue is consistent with a misalignment of the top web during the packaging process. A device history record (DHR) review was conducted for material number: 302830, lot: 5190225. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the packaging process confirmed that the equipment settings and top web alignment were within acceptable parameters. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported issue has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 primary packaging was not sealed. The following information was provided by the initial reporter: material#: 302830, batch#: 5190225. A pharmacy technician in the oncology department reported that the syringes she received were not sealed, and therefore not sterile. The complaint was filed via email: "hi, our oncology department would like to make a complaint on product. I have attached their complaint. ¿the first syringe in the attached rows are not sealed. We are collecting a bag of affected syringes here but this means they will not be sterile and should be pulled.¿ lot: 5190225 exp 2030-06-30. Thanks".